Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that upon use with a patient it was found that this tracheostomy tube had a leak in the cuff. No adverse patient effects were reported.

Manufacturer narrative:
One used tracheostomy tube was returned for analysis without its original packaging. Visual analysis found that the tube appeared to be in good condition. Functional testing of the sample included inflation testing. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from the seal of the cuff. Based on the evidence, the complaint was confirmed. The root cause was unable to be conclusively determined.